Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 415mg/dl. Customer stated that the insulin pump must have shut down sometime after lunch. It was unknown if the auto mode was used or not. Insulin pump will not be returned for analysis.